Event description:
The a1008 (general headrest) had just come back from repair and the customer found too much clearance with the pad. There was no patient involvement and no injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.